Event description:
On (B)(6) 2010, patient reported the insulin delivery of the infusion device was too low. During the previous week, blood glucose elevated to 400 mg/dl range around midnight. Patient bolused several units and changed insulin cartridge and infusion set to correct elevated blood glucose. This was not successful and blood glucose elevated to 527 mg/dl during the day. Normal blood glucose is 120-130 mg/dl. Infusion set was in use for 1 day. Pt does not reuse insulin cartridges. Pt primes infusion tubing until insulin flows from the end. Infusion device was not dropped or exposed to water. There has been no insulin pooling or leaking from infusion site location, and there has been no blood in the infusion tubing. Patient has scar tissue in various locations but rotates infusion headset. No error messages were received on infusion device. Patient had been sick but was currently not on medication. Pt was exercising less. Battery and battery cover were being used per specification. Patient switched to backup infusion device and blood glucose decreased to 187 mg/dl. Primary infusion device was replaced and requested for eval. The patient did not require treatment from a health care professional or second party to address the issue.